Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 350 mg/dl at the time of event and the patient got treated with intravenous drip. The patient was tested with ketones the results were unknown. The patient had symptoms of feeling sick, flu like headache, tired/weak, altered vision/vision changes, extremity pain/cramps and increased thirst at the time of the event. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 12-jan-2025 against "lot number 6005930 and similar malfunction code(s) connection/adhesive issues- accidental - not infusion set related, connection issues, not set related (e.g., damaged by customer, pet, door, etc), adhesive patch accidentally detaches from site (e.g., ripped out, caught on door handle, pulled by a pet, excessive sweating, prolonged contact with water, unattached during sleep or similar movement, etc.). The review confirmed that lot 6005930 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 12-jan-2025 against "lot number" criteria equal 6005930 and similar malfunction codes connection/adhesive issues- accidental - not infusion set related, connection issues, not set related (e.g., damaged by customer, pet, door, etc), adhesive patch accidentally detaches from site (e.g., ripped out, caught on door handle, pulled by a pet, excessive sweating, prolonged contact with water, unattached during sleep or similar movement, etc.). The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6005930 was manufactured according to the work instruction (wi) version 78 and manufactured in the machine multivac 12 on 05/mar/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) raised during sterilization process unrelated to complaint code, therefore, no nc raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: work instruction (wi) - guidance for visual testing for complaints area version 3: 3 samples out 3 tested passed visual inspection. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint investigation results: review of complaint record (B)(4) event description and all available information and assigned malfunction codes connection/adhesive issues- accidental - not infusion set related it has been determined the complaint does not allege a product malfunction has occurred. Requests for lot specific information were sent to the customer but were unable to be provided. Therefore, no further investigation is required. Conclusion of complaint investigation: lot was not provided and as a result: ·no visual inspection is required as no product malfunction alleged while used as intended, and not possible as no product has been returned. ·no product testing is required as no product malfunction alleged while used as intended, and not possible as no product has been returned. ·no further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.

Event description:
To date no additional patient or event details have been received.